Event description:
Boxed implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicator. The representative is not aware of any magnet exposure. The device has been returned for analysis. A new device was then implanted.